Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery remaining in this device has decreased from 52% in august down to 13% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device was explanted. There were no additional adverse patient effects.